Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no device problem was found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was unable to get white balance. The issue was found during (at the beginning/start) of a therapeutic transurethral resection procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was unable to get white balance. The issue was found during (at the beginning/start )of therapeutic transurethral resection procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.